Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During the operation, the valve leaflets were stuck. The patient was reported stable.